Manufacturer narrative:
The reported complaint that "the autopulse platform (serial # (B)(6)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on" was confirmed during both archive data review and functional testing. The root cause of the ua07 was the failed load cell modules, likely attributed to aging of the platform, failed components, or mishandling such as a drop. The autopulse platform was manufactured in july 2018 and has reached its expected service life of 5 years. During visual inspection, it was noted cracks in the top cover, front and bottom enclosures, and a bent battery lock, unrelated to the reported complaint. The probable root cause for the observed physical damages was user mishandling. The top cover, front and bottom enclosures and a bent battery lock need to be replaced to address the issue. Also unrelated to the reported complaint, a sticky clutch was found. The impact of a sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear. The clutch plate needs to be deburred to address the observed problem. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) errors, thus confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test was performed and indicated that both load cell modules are defectives. The failed load cells need to be replaced to remedy the fault. Zoll awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for the autopulse platform with serial number (B)(6).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(6)) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message. No consequences or impact to the patient.